Event description:
It was reported that during a da vinci low anterior resection procedure, when the clip was loaded into small clip applier instrument, the tip of the small clip applier was broken. The surgical operation was completed by replacing to another small clip applier instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that one grip at the tip was found to be broken. The broken piece was not returned with the instrument. No other damage found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken tip if to reoccur could cause or contribute to an adverse event.